Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was via the radial artery. The 2.75x24mm moderately stenosed de novo lesion being treated was located in the mildly tortuous and severely calcified left anterior descending (lad). The lesion was predilated using a 2.75x20mm non-bsc balloon at 11 atms. The 2.75x28mm taxus liberte was advanced to the lesion but could not cross. The procedure was completed with another device and the lesion was post dilated with a 2.75x20mm non-bsc balloon. The patient condition was listed as "stable". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on row 1 from the proximal edge were raised distally. A visual and microscopic examination found that the hypotube had kinked approximately 21.6 cm distal from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).